Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 (mg/dl) and a manual injection was administered to address bg level. Reportedly, the contact believed the pump was not working. A pump system check was performed and no device issues were identified however, the contact maintained the pump was was not working. Reportedly the customer reverted to manual injections for insulin therapy.